Event description:
The customer reported to medela customer service that her freestyle breast pump had low suction. The doctor diagnosed her with a mastitis infection and prescribed her antibiotics.

Manufacturer narrative:
Medela customer service sent spare parts and tubing to the customer and requested the spare parts and tubing be returned for evaluation. The defective spare parts and tubing have not been received at medela as of 06/08/2015. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filled at that time. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.